Event description:
The pump was received for investigation. Original failure mode could not be reproduced. However during testing it was observed that the pump would not start the infusion process unless the cassette was fully seated by applying additional pressure to the lower left loading pin. Upon investigation, the internal linkage connecting the loading pins were uneven. This is caused by the lower left loading pin dragging when the cam is in operation. Additionally the spring cage was removed for inspection. The spring cage was found to be rev. B and is not up to current standards of rev. C. This could be a potential source of a pump problem due to the fva pins not being in line with the spring cage due to excessive size of the holes causing the pins to not be in line with the flags on the pcba, av flag board. The pump was found to need both set ID gasket replacement and spring cage rev update to be compliant with the ongoing recalls. Further inspection into the mechanical loading system and loading pins will be conducted as well during the repair/testing process.

Event description:
Customer reports the following: "biomed reported - no patient harm. Pump problem alarm on july 11th. A test infusion was performed and completed without issue." Logs to be reviewed. Preliminary review indicates that there was a primary close move retry limit fault, which delayed an active infusion. This is being reported due to the referenced technical issue; no adverse effects reported. More information is needed to complete the investigation.